Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2011 and suture was used. During the procedure, the needle pulled off from the suture. A different suture was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). A needle was returned for evaluation. There was no suture remnant noted inside the hole of the needle. Marks were noted at the edge of the barrel. No needle defects were noted. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.